Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported right side "breast felt more firm." Patient additionally reported a right side rupture. Patient also reported "nodule on right side of neck", "difficulty swallowing", "nodule on vocal cord", "a mass on vocal cord"; "sick", and "breast implant illness"; these are not device related. Device remains implanted.